Event description:
As reported by a field clinical specialist, a patient presented with a failed 23mm sapien 3 valve due to stenosis approximately 4 years and 8 months post tavr procedure in aortic position. The patient also exhibited shortness of breath. The patient underwent a transfemoral valve in valve procedure for treatment with a 23mm sapien 3 ultra inside the initial valve. The results were outstanding and the patient left the room with stable vitals.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a2, a4, b4, b7, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - increased gradients" was confirmed based on provided medical records. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 4 years and 8 months post implantation of a 23mm s3 valve in the aortic position, the patient developed severe stenosis of the bioprosthetic aortic valve with increased transvalvular gradients noted in the medical record. If elevated gradient, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, it is likely that the stenosis may have contributed to the reported event. Valve stenosis can impact leaflet function and reduce effective orifice area (eoa) of the aortic valve leading to increased gradient. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.